Event description:
It was reported that this pacemaker had 2 stored signal artifact monitor (sam) episodes along with 3 pacemaker mediated tachycardia (pmt) episodes. The pmt episodes were terminated by the pmt algorithm. During both sam episodes, there was minute ventilation (mv) noise and oversensing along with right atrial (ra) lead pacing impedance measurements greater than 3000 ohms, which was high out of range. The mv sensor became disabled after the second sam episode. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.